Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after a transcarotid artery revascularization (tcar) procedure, the patient experienced a minor embolic stroke within the middle cerebral artery (mca) territory. The patient was flaccid on the right side and standard stroke protocol was followed. Patient showed signs of recovery the following day. Additional information was obtained, and it was determined that the patient was still experiencing mild expressive aphasia and right arm paralysis 5 days post procedure. The patient will be in stroke rehabilitation.